Event description:
It was reported that the superior vena cava (svc) coil lead impedance is high in the right ventricular (rv) lead. Electrocardiogram shows that there is noise on the lead when configured svc coil to the device can. The lead remains in use with the patient monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194-78 lead implanted: (B)(6) 2009; 5076-45 lead implanted: (B)(6) 2009.